Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records identified the following: the patient underwent initial hip arthroplasty. The patient was then revised due to metallosis. The necrotic tissue was excised and some of the titanium was stained. Scar and hypertrophic bone around the rim of the shell excised. Cup easily removed, partially ingrown, significant lysis behind the shell with large holes in the tear drop area. Stem well fixed despite some proximal lysis. Additional information does not change the root cause of previous investigation. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). H10: ref 01.00214.152 lot 2403856 durom cup. Ref 01.00185.145 lot 2408138 metasul head adapter. Ref 01.00181.460 lot 2408358 metasul head. Ref 00771301100 lot 60791474 kinectiv stem. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial right total hip arthroplasty.. The patient was revised ten years post initial implantation due to metallosis. During the revision, the cup was easily removed due to osteolysis and partial ingrowth. The stem was found well-fixed despite some proximal lysis. No corrosion was noted. All components were replaced without complication.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown unknown head lot #: unknown, item #: unknown unknown liner lot #: unknown, item #: unknown unknown cup lot #: unknown, item #: unknown unknown stem lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00375. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient was revised approximately 10 years post-implantation due to unknown reasons. Attempts were made to obtain additional information; however, none was available.